Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of multiple drilling issues was unconfirmed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported during the first attempt, yellow needle, the drill wasn't giving enough power to fully seat. Had to attempt 3 times. After io seated, tried pulling out the needle part per the instructional video. Wasn't coming out. Then tried twisting, no luck. Then tried to twist and pull. Still no luck. Went to attempt second drill on opposite leg with a different size needle. Wrong size was opened, then handed a third io needle, the blue one. About to attempt the second drill, and the initial yellow needle finally came out to secure tubing and stabilizer. I was told by crew, this isn't the first time there were issues with removing the needle to attach tubing. Not sure about the excess drilling though to seat io needle. No other information was provided. This report addresses all three incidents.